Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: cervix/migration of essure device: cervix'), device dislocation ('excision of essure implants from the omentum and the back side of the uterus'), pregnancy with contraceptive device ('pregnancy (no complications)/failure to occlude (close) fallopian tube(s)') and caesarean section ('cesarean section') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 2008, (B)(6) 2011, (B)(6) 2013.) And ectopic pregnancy. Concurrent conditions included morbid obesity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (essure was removed during cesarean section delivery/removal of essure with repair of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, caesarean section, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection and allergy to metals had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, allergy to metals, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: sections show fibroconnective tissue with an associated mild chronic inflammation and localized foreign body giant cell reaction.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and medical record received. Product indication updated. Previously reported ¿injury to herself¿ was replaced with abdominal pain. Following events were added: perforation (other) please describe and state the location of the perforation: cervix/migration of essure device: cervix, excision of essure implants from the omentum and the back side of the uterus, pregnancy (no complications)/failure to occlude (close) fallopian tube(s), device ineffective, cesarean section, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal): urinary tract, nickel allergy and she did not underwent an essure confirmation test. Reporters, medical history and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.